Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 80% stenosed proximal left anterior descending coronary artery. A 1.5x12mm and a 2x12mm mini trek balloon dilatation catheter (bdc) were used for pre-dilatation at eight atmospheres (atms) each. A 2.75x33mm xience xpedition stent delivery system (sds) was advanced, and the stent was deployed at 10 atms. Afterwards, a distal dissection was noted, so a 2.5x18mm xience xpedition stent was used to cover the dissection and successfully complete the procedure. Results were very good with timi iii flow and no residual stenosis. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.